Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the system interface circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's right monitor went blank during a procedure losing considerable functionality. There was no adverse pt involvement reported. There was no pt info reported.